Manufacturer narrative:
Device evaluation: investigation was completed on (B)(6),2025. The following was found: the error description provided by the customer was partially confirmed, and further defects were detected. Blade damaged. Adhesive points on camera head worn, resulting in leaks at camera head. Leak between plug and cover. Led lights dim. Software version is up to date. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The image failure described by the customer is also due to this. The initial manufacturer report was submitted on (B)(6), 2025. However, the corresponding supplemental report reflecting the updated awareness date of (B)(6), 2025, when the event was determined to meet serious injury criteria was not submitted at that time due to a human error. The investigation was completed on (B)(6), 2025. This delay was the result of human error during the reporting process. We acknowledge the delay and apologize for any inconvenience it may have caused the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when used for intubation, image on the screen worked, then the screen went completely black when inserted into the mouth. No negative impact in state of health reported. New information received on july 25,2025: they had to remove the video laryngoscope, reventilate the patient and prepare the direct laryngoscope and intubate the patient with the direct laryngoscope. Three attempts to intubate the patient were made, as the indication for intubation was acute respiratory failure in a patient with cardiogenic shock.